Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18 february 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not load its program during reboot. A field service engineer (fse) reimaged the device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es programming on the pyxis was disrupted due to a power outage earlier in the day. Customer stated that on reboot, the station displayed a white screen with two errors that cycled back and forth. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.